Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not able to boot up. They turned the system on and the staff cart displayed 'no signal' and the surgeon cart monitor appeared to be off. They confirmed the surgeon monitor was plugged in and the system was plugged into its own outlet. They tried to reboot the system with no change. The disc drive was unable to open, but they could not tell if the fans were running on the system or not. They also stated that they don't think the system had been left plugged in when not in use. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0902: no signal a0709: not able to boot d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735672: unknown h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.